Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and an on-site investigation was not performed, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the plant investigation.

Event description:
A user facility reported the saline bag was filling during recirculation mode. The incident occurred while no patient was connected and no patient was involved. There was no harm or adverse event. The biomedical technician has kept the machine out of service and no repairs were done to the unit.